Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, there was a cut in the black insulation of the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had one use remaining after the last use. No image or video of the procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged insulation to the conductor wire to be the primary failure related to the customer reported complaint. The maryland bipolar forceps instrument was found to have insulation damage on the conductor wire, but the internal wires were not exposed. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. An electrical continuity was tested and passed. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.